Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the mfg history did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated.

Event description:
The pt was revised because of patella loosening. Interoperatively found 2-3 patella pegs broken off.